Event description:
In late 2006, this pt was implanted with gore excluder aaa endoprosthesis. In 2009, a follow up computed tomography scan revealed a proximal type 1 endoleak. The following month, a second procedure was performed whereby, an add'l aortic extender component was implanted. The type I endoleak was successfully treated, and the pt tolerated the procedure. Pt's weight was not provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.